Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 500 mg/dl, at the time of incidence. Customer was treated with bolus. Customer reported that they heard some weird sound. Customer did not wish to troubleshoot and they declined to troubleshoot. Customer reported that the insulin pump had cosmetic damaged. Customer reported that they had abdominal pain. Customer advised to helpline since the insulin pump was not working hence father would call back them for replacement of the insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Loud motor during testing. Problem isolated to motor.